Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1337251. Medical device expiration date: 30-nov-2024. Device manufacture date: 03-dec-2021. Medical device lot #: 9331601. Medical device expiration date: 31-dec-2022. Device manufacture date: 17-nov-2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology safety shield failed and broke off during use. The following information was provided by the initial reporter, translated from "today I received a complaint similar to the one below from my colleagues in anaesthesia. They have lot numbers 1337251 and 9331601. Photos of the complaint from anaesthesia... Speak for themselves."

Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. From the first photo, the team observed that the catheter adapter was already activated from the needle hub. From the second and third photos, the team observed the spring, septum, and actuator detached out from the catheter adapter. A review of the internal manufacturing device records and raw material history files for the reported lot numbers were performed and no recorded quality problems or rejections to this incident were found. The team was unable to evaluate whether there is safety activation components failure / damage that resulted in the safety activation failure as no sample was returned. Therefore, the root cause could not be established.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology safety shield failed and broke off during use. The following information was provided by the initial reporter, translated from "today I received a complaint similar to the one below from my colleagues in anaesthesia. They have lot numbers 1337251 and 9331601. Photos of the complaint from anaesthesia... Speak for themselves."